Event description:
It was reported that balloon rupture occurred. The 90% stenosed shunt was located in the non-tortuous and non-calcified vessel. A 7.0 x 100, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed shunt was located in the non-tortuous and non-calcified vessel. A 7.0 x 100, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 90mm in length and extended from a position 2mm proximal of the proximal markerband to 10mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.